Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in two inappropriate shocks. This patient was then admitted to the hospital. Noise was observed in office in all vectors. The electrode is expected to replaced at a future date. Currently, this system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in two inappropriate shocks. This patient was then admitted to the hospital. Noise was observed in office in all vectors. This system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in two inappropriate shocks. This patient was then admitted to the hospital. Noise was observed in office in all vectors. This system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was also thoroughly inspected and analyzed. Visual examination noted the electrode was slightly twisted in some areas. An x-ray of the electrode confirmed the electrode was fractured in the region that appeared twisted, approximately 10.5 centimeters from the terminal end. These findings suggest the possibility of twiddler's syndrome. The fracture of the electrode was the cause of the observed noise, oversensing, and inappropriate therapy.